Event description:
In 2005, the pt repportedly experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved the following month, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.